Event description:
This complaint is now reportable based on the analysis completed on 10/17/2006. It was reported that during a coronary stenting treatment procedure the stent could not cross the lesion. The lesion being treated was located in the left internal mammary artery. The physician attempted to place a 2.50x12mm liberte' monorail stent after pre-dilating, but had difficulty crossing the lesion. The procedure was completed with another 2.50x12mm liberte' monorail stent. There were no patient complications reported and the patient's condition is reported as stable. However, the returned product confirmed that there was stent damage.

Manufacturer narrative:
A detailed examination of the returned device found that the proximal edge of the stent had its struts bent back distally. The recommended size guidewire was inserted through the guidewire lumen with no restrictions noted. However, the complaint states that the physician could not cross the lesion with this unit. A detailed examination of the entire device could not identify any issues with the distal section of the stent and tip of the device that could potentially have contributed to a restriction occurring. Proximal damage is consistent with the device meeting some form of restriction on withdrawal. The root cause of this damage is unknown. The manufacturing records for this specific batch number (8365586) found that the device met its material, assembly and product specifications.